Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an axiem cranial procedure, the site alleged their instruments were tracking intermittently. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of their navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome reported.